Event description:
Customer reported on 04/28/2006 that there are pin-head size black dots (burns) on every individual (approx 15 individuals) treated with the lightsheer ec loaner at the same settings as with the lightsheer xc. They began using this loaner in 2006. Since they were using a 9 mm tip instead of their usual 12 mm tip, customer reported they did not increase the joules as they normally would on consecutive treatments. All treated areas had the black dots irrespective of the anatomical area treated. Some patients also developed blister (in addition to the pin-head size black dots). As customer refused to provide the pt details and specific treatment parameters, the lumenis investigation will not be able to address these factors. The customer reported that some patients were prescribed otc topicals (polysporin and hydrocort) and some patients were advised to use a moisturizer.